Event description:
It was reported that the patient had a return of symptoms after having a hysterectomy. The procedure was on friday and she noticed a return of symptoms on sunday. The patient stated ¿things were not running the way they were supposed to.¿ she noted that she was in a lot of pain from the procedure and was not paying much attention. She peed herself twice the night prior to the report and noticed she was going to the bathroom more often. The patient went to use her programmer to change her settings on the day of the report, but when she went to synch it would not work. She was not able to adjust stimulation or connect with the programmer. It was noted that she did not use an antenna. She had three different programs, but usually just used one and went up and down. The patient was warned that because they were using metal during the procedure that her programs could get wiped out; she did not see different programs on the day of the report. She was assisted with the programmer and saw the turn stimulation on screen. She was able to turn it on and increase stimulation to 0.9. She intended to call her healthcare provider (hcp). No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# v238901, implanted: (B)(6) 2009, product type: lead. (B)(4).